Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, no root cause can established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator stopped while on a patient. There was no patient harm reported with this event.